Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device showed that the stent is severely deformed at both ends. The stent is crimped at its appropriate position. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Besides, it should be noted that according to the IFU the orsiro stent system is not intended to be reinserted if it was removed prior to expansion. Moreover, the inner diameter of the nipro guideplus extension catheter is 0.051 inch and does not meet the requirements specified in the orsiro IFU ( greater than or equal to 0.056 inch).

Event description:
After pre-dilatation the orsiro drug-eluting stent system could not pass the severely calcified lesion in the rca and was therefore removed from the patients body.